Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms while pump was charging. There was no impact to the customers blood glucose level. Customer reported that they would consult their health care provider to obtain back-up therapy.

Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.